Manufacturer narrative:
The remote service engineer (rse) reviewed the advised repair per the service manual, and the customer had verified good pin alignment between the solenoids and data acquisition (da) printed circuit board assembly (pcba) was good, so he rse advised the customer to replace the 3rd and 4th proximal autozero solenoids. The part information for the solenoids was provided to the customer. In a good faith effort (gfe) response from the customer, it was confirmed that the customer had ordered and received the replacement 3rd and 4th solenoid valves. Following the part replacement, the customer stated that the reported issue was unable to be duplicated. The device was confirmed to have been returned to the respiratory department. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a proximal pressure sensor autozero failed alarm. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The remote service engineer (rse) reviewed the advised repair per the service manual, and the customer had verified good pin alignment between the solenoids and data acquisition (da) printed circuit board assembly (pcba) was good, so he rse advised the customer to replace the 3rd and 4th proximal autozero solenoids. The part information for the solenoids was provided to the customer. The investigation is ongoing.